Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the left ventricular lead exhibited failure to sense. It was suspected that the lead was damaged when forcing through the inner sheath. The lead was removed and replaced. The patient was stable during the procedure.